Manufacturer narrative:
Additional information. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 2 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 and discharged on (B)(6) 2019 for gastrointestinal bleeding. The patient arrived with anemia. The patient¿s international normalized ratio was 2.1 and there were no reports of melena. The patient¿s hemoglobin at admission was 5.8 g/dl. The patient was transfused with 3 units of packed red blood cells. An esophagogastroduodenoscopy revealed a single non-bleeding arteriovenous malformation in the jejunem. The patient is on a anticoagulation holiday. No additional information was provided.